Event description:
It was reported the right ventricular lead exhibited low bipolar impedance measurements, the capture management threshold was rising and there was noise on the high rate episodes. The lead was reprogrammed to unipolar and remains in use. The lead will be monitored closely. No patient complications have been reported as a result of this event.

Event description:
It was also reported the patient experienced pocket stimulation. An insulation breach was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).